Event description:
It was reported that the patient received inappropriate therapy due to the right atrial (ra) lead undersensing "while in an atrial tachycardia with one-to-one conduction that the device deemed to be a ventricular tachycardia". The device was explanted and replaced because the device reached early battery depletion. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed battery voltage - battery depletion indicated/elective replacement indicator, time of recommended replacement time (rrt) in save to disk on (B)(6) 2012 device rrt<=2.6251 volt, weekly battery voltage trend data shows min bat=2.74 to 2.543 volts between (B)(6) 2012, and 4 patient alerts for low battery voltage between (B)(6) 2012. Evaluation summary: (B)(4) the device was returned and analyzed. Analyst visual comment: post explant dvdd supply power on reset (por) cleared all implant data. Longevity cannot be performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed battery voltage - battery depletion indicated/elective replacement indicator, time of recommended replacement time (rrt) in save to disk on (B)(4) 2012 device rrt<=2.6251 volt, weekly battery voltage trend data shows min bat=2.74 to 2.543 volts between (B)(4) 2012, and 4 patient alerts for low battery voltage between (B)(4) 2012. Evaluation summary: (B)(4) the device was returned and analyzed. Analyst visual comment: post explant dvdd supply power on reset (por) cleared all implant data. Longevity cannot be performed.